Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the first vial of test strips. Reference medwatch report with patient identifier (B)(6) for the second vial of test strips.

Event description:
Customer reportedly received results of 387 mg/dl and 127 mg/dl within 1 minute on the aviva system. She used 2 vials of test strips from the same box/lot to complete the tests. The same meter was used. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.